Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that the low threwhold suspend feature of her insulin pump was activated. Her blood glucose was 168 mg/dl and her sensor reading was 72 mg/dl. The customer was advised to select restart basal or suspend and never to treat based on sensor glucose readings and always confirm with a fingerstick.